Event description:
The manufacturer received information alleging a ventilator inoperative alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a issue with a ventilator's system board. The system board and blower were returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the blower assembly at the manufacturer's quality assurance laboratory, the root cause of the blower motor failing was caused by the hall sensors being out of tolerance. The system board was evaluated and was found to operate to design specifications.